Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had pronounced bumps all the way down the lumen. It appeared that the cord was bunched up within the catheter. Upon removal of the catheter, the ridges and bumps allegedly caused bleeding and trauma to the patient. As a result, a new catheter had to be placed surgically.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had pronounced bumps all the way down the lumen. It appeared that the cord was bunched up within the catheter. Upon removal of the catheter, the ridges and bumps allegedly caused bleeding and trauma to the patient. A new catheter had to be placed surgically.

Manufacturer narrative:
Received 1 used foley catheter. The reported event was confirmed as a user related issue. During the visual inspection, it was noted that the thermistor wire was bunched inside the thermistor lumen (snaking wire). The catheter looks like it was stretched post manufacturing which caused the temperature wire to retract up the lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "care must be exercised when inserting catheter into patient. Do not use a stylet. Do not stretch." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had pronounced bumps all the way down the lumen. It appeared that the cord was bunched up within the catheter. Upon removal of the catheter, the patient allegedly experienced bleeding and trauma. A new catheter had to be placed surgically.